Event description:
This report is related to customer complaint (B)(4) made against allset gold a high res ssp (sku 54010d, lot 012 1608823), since this lot (listed in c.6.) Contains the same affected primer mix. The customer reported that the reactivity for lane 86 was negative for the a 03:20 allele when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to potentially mistyping a a 03:20 allele as an a 03:01 allele.

Manufacturer narrative:
The investigation replicated the customer's observation (B)(4) 2015. The investigation concluded on (B)(4) 2015 and was unable to determine whether the result is related to the specific dna sample or reflective or incorrect labeling on the reactivity for the allele.